Manufacturer narrative:
Correction: please retract this report 2017865-2021-37704, the same issue was previously reported as 2017865-2021-32465..

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.